Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx coronary drug eluting stent. It was reported that the stent stripped off the balloon as the device was advanced to the lesion. Intervention was required.